Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.

Event description:
It was reported that a patient underwent a laparoscopic subtotal hysterectomy on (B)(6) 2012. During the procedure, the device was chugging and stopping. The physician stated that he was using a tooth tenaculum and said he was trying to take small bites. At one point, the blade would not come out anymore. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.